Event description:
It was reported that a catheter froze on the guidewire. A percutaneous coronary intervention was being performed on a chronic total occlusion. A 10mmx2.00mm wolverine coronary cutting balloon was used for dilatation but could not be removed and needed to be removed with the guidewire. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
A visual examination identified that the balloon of the device had been subjected to positive pressure. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the blades. All blades were present and fully bonded to the balloon surface. This wolverine device is recommended for use with a 0.014 inch (0.36mm) guidewire. During the product analysis the investigator successfully loaded the device on to a boston scientific 0.014 inch filterwire and removed with no resistance experienced. The guidewire used by the customer was not returned for analysis. A visual and tactile examination identified no issues with the hypotube or shaft of the device. A visual and microscopic examination identified no damage to the tip of the device.

Event description:
It was reported that a catheter froze on the guidewire. A percutaneous coronary intervention was being performed on a chronic total occlusion. A 10mmx2.00mm wolverine coronary cutting balloon was used for dilatation but could not be removed and needed to be removed with the guidewire. The procedure was successfully completed with a different device without issue or patient injury.